Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports a leak under the hub 3 hours after being inserted. The customer further reports that the uvc was not difficult to handle during insertion. The uvc was inserted on (B)(6) 2012, in the umbilicus, and was not difficult to secure. The uvc was secured with tegaderm. An x-ray was taken to verify placement. Chlorhexidine and an alcohol combination were used to clean the area. The uvc was removed (B)(6) 2012, and was replaced with another uvc the same day. The customer reports the patient status is good.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.